Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise and oversensing resulting in three inappropriate shocks over the course of several weeks. Boston scientific technical services (ts) reviewed device data noting the noise appeared consistent with myopotentials and shock impedance measurements were elevated but within normal limits. Provocation testing was performed at which time myopotential noise was recreated in both primary and secondary sensing vectors though minimal noise was noted when using the alternate vector. Fluoroscopy revealed the electrode was moving freely within the pocket with arm movement. The physician elected to perform a revision procedure wherein the electrode was repositioned and myopotential noise resolved. No adverse patient effects were reported. This system remains in service.